Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6. Device photographs were reviewed on (B)(6) 2020. Visual analysis of the photographs identified device patch with lot 2839775 and catalog srf-485. There was red particle material on the shell. Red biological tissue. Device analysis was performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.